Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Reporters phone number: (B)(6). Subject device has been received and an manufacturing investigation was performed: the report indicates that the handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. The change is tracked and documented. Device history records review was conducted. The report indicates that the: part: 359.219 / lot. 9564222, manufacturing location: (B)(4), manufacturing date: 21.september 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the handle broke during cleaning process. No patient was involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the handle is broken as mentioned in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. The start of the crack could have happen due to an extensive hammer impact and propagate upon following hammer strikes. The longitudinal crack could have happened given to torsional stress during nail insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.